Event description:
Clinical information: crd_1003 - vantage, patient site ID: de4019 - 496 (r779129201) it was reported that on an (B)(6) 2023, an unknown navitor valve was implanted in a patient. On (B)(6) 2023, the patient became bradycardic and was confirmed via electrocardiogram. The patient remained hospitalized and on (B)(6) 2023, the decision was made to implant a dual chamber permanent pacemaker. Subsequent to the previously filed report, additional information was received that a 27mm portico ng/navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth is 6.4mm and final left coronary cusp implant depth is 7.1mm. There was no difficulty implanting the 27mm portico ng/navitor valve. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay in procedure was reported. The patient developed an onset of severe third-degree atrioventricular block that resulted in the patient's bradycardia. The patient did not have any other clinical signs or symptoms during or after this event. There any allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the patient had a history of first degree atrioventricular block. The implant depth of the device was reported to be 6.4 mm from the non-coronary cusp, which is deeper than the optimal 3 mm depth and could have contributed to the reported heart block. No information regarding anatomical factors was received. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the deeper than optimal implant depth and/or patient medical history contributed to the reported event. However, this cannot be confirmed.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on an (B)(6) 2023, an unknown navitor valve was implanted in a patient. On (B)(6) 2023, the patient became bradycardic and was confirmed via electrocardiogram. The patient remained hospitalized and on (B)(6) 2023, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.